Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of copd, chronic hypoxemic respiratory failure, and congestive heart failure. The lesion was 2.4 x 1.4cm in size and located in the right upper lobe; the distal portion was abutting the pleura, and the proximal portion was about 1cm from the pleura. During the procedure, a mild pneumothorax was identified via fluoroscopy. There was mild approximately 4cm of vertical pleural separation measured from the apex. The procedure was aborted and an 8.5.french chest tube was inserted. The physician believes a pneumothorax would have occurred with another biopsy modality. The patient was admitted for observation, given pain medications for chest tube discomfort and discharged the next day. A diagnosis was not obtained. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A system log review cannot be performed because the error logs were not available.